Manufacturer narrative:
A.5 ethnicity is unknown. The investigation for the reported thrombus issues has been completed. The impella device has been returned for evaluation. Visual inspection of the returned pump revealed significant amounts of biomaterial wrapped around the cannula and ingested into the inflow and outflow cages. Therefore, it was confirmed that biomaterial was observed on the pump at the time of pump removal. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported there was a blood clot/thrombus on the shaft of the impella cp when it was removed. The patient survived the procedure.